Event description:
Event as described by opsens clinical specialist: during deployment of valve, upon said final inflation, there may have been loss of capture on wire, patient threw a pvc and valve embolized witevent as described by opsens clinical specialist: during deployment of valve, upon said final inflation, there may have been loss of capture on wire, patient threw a pvc and valve embolized with a pressure spike at 60 mmhg. Upon discussion, physician was unsure of pvc that caused embolization. Further conversation there was suspicion of inflation of valve balloon was incomplete leaving 3-4 more cc's of contrast to complete deployment, allowing a loose valve. Patient had large annulus, bav balloon also shuttled through valve. Doctor repositioned into apex and tested pacing; pressure dropped and had good pacing contact. Patient is doing ok.

Manufacturer narrative:
According to the device history records, lot number osw-0265 was released following specifications. The cause of the lost of capture is unfortunately not determined during this investigation. According to the provided complaint narrative, the patient anatomy (large annulus), the experienced pvc and the balloon incomplete inflation might have contributed to the embolization of the valve. If new findings regarding the investigation were to come up, a secondary report will be filed. The risks associated with the event are well documented and are disclosed in the savvywire instructions for use: "adverse events that may result from the use of this device include, but are not limited to: access site or vessels complications, additional surgical procedure, allergic reactions, amputation, aneurysm, angina, arrhythmia, bleeding, cardiac or vessel perforation/dissection, coronary obstruction, death, embolism, fibrillation, foreign body/wire fracture, heart block, hematoma, hypotension/hypertension, infection, kidney injury/failure, myocardial infarction, need for permanent pacemaker, pericardial effusion, pneumothorax, stroke or other neurologic event, spasm, tamponade, thrombus, valve dysfunction or complications, valve malpositioning or embolization, vasospasm, vessel occlusion, wire entrapment/entanglement, x-ray radiation exposure complications."